Event description:
During a follow up visit with a saluda representative, it was identified that the patient¿s evoke closed loop stimulator (cls) had a low battery and unexpected charging behavior was observed on the device log. The cls battery level was observed to reduce quickly after charging. A new charger was used which initially resolved the observed charger issue, but frequent charging was still required. The cls was replaced and the patient reported satisfactory coverage post procedure.

Manufacturer narrative:
The investigation is in progress. Once device analysis is completed, a supplemental report will be submitted.

Manufacturer narrative:
The closed loop stimulator (cls) was returned for analysis and passed all functional testing. Further testing was performed and determined that the battery is discharging more quickly than expected. Analysis identified that the step-up converter output was higher than expected, likely causing the reported fast battery discharge. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.